Event description:
It was reported that the customer required medical intervention by emergency medical services due to low blood glucose levels. The customer did not know the blood glucose reading. He stated that the sensor did not register the low blood glucose event. He noted that there had been more than 1 adverse event but did not have time to provide further details. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.